Event description:
--

Manufacturer narrative:
Additional information received indicated a revision procedure took place. After the pocket was opened, it was discovered that the pace/sense setscrew had backed out. The setscrew was retightened which resolved the issue. There were no adverse effects experienced by the patient.

Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms. The patient was brought into the clinic and the out of range pacing impedance could not be recreated by performing isometrics and pocket manipulations. All other lead measurements were stable and within normal range. The physician planned to monitor the patient via latitude which is a remote monitoring system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately two months later we received another latitude red alert due to a high rv pacing lead impedance measurement. Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
All available information indicates that the device and lead remain in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated that there had also been a non-sustained episode declared where there was evidence of noise and oversensing. There was no evidence of pacing inhibition associated with the oversensing which resulted in greater than 2 seconds of asystole. The patient planned to be brought into the clinic at a later date to determine any further intervention. No additional information is available at this time. If additional information becomes available, the event will be updated.